Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est) the output and the cutting knife broke when applying current. The doctor completed the procedure with another device. During the investigation on june 4, omsc found the plastic coating on the cutting wire was partially missing. There was no patient injury regarding this event.

Manufacturer narrative:
The investigation confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. Approximately coating was missing for 4.5mm from the broken point. Ther were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off form the cutting wire because of the user handling after the cutting wire was broken. This report is being submitted as a medical device report in an abundance of caution.